Manufacturer narrative:
During the procedure one stent was implanted into the 1st ob marginal and two stents were implanted into the cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stents were implanted into the cx. Approximately 2 days post index procedure the patient suffered nstemi. The patient was treated with medication. The investigator assessed the event as not related to the anti-platelet medication or index device. Safety assessed the event as not related to the index device or anti-platelet medication. The event is unresolved.

Manufacturer narrative:
During the index procedure, one resolute onyx (pli 50 ) stent failed to cross after several attempts but was not implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed the mi as a non q wave mi (vessel unknown) 3rd udmi, peri-pci. No occlusion was observed in the target vessel. Cec adjudicated the event date as (B)(6) 2018. The patient recovered. If information is provided in the future, a supplemental report will be issued.